Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported exposing her insulin pump to fluid. The customer's blood glucose was 303 mg/dl. The customer did not treat for her blood glucose. Troubleshooting found her drive support cap appeared to be normal. There was also no visable air bubbles present. It was also found insulin was able to exit from the tubing. The insulin pump also passed a self test. The customer also stated insulin was squirting out of the insulin pump during a manual prime. The customer's blood glucose was 341 mg/dl at the end of the call. There was also no alarms found in the alarm history. No additional information provided.